Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Round brush shot off the holder/handle in mouth while brushing; broken [device breakage] no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail on 18-sep-2016 that while using an oral-b rechargeable toothbrush, version unknown on an unspecified date, the round brush of the oral-b power oral care refill flexisoft shot off the holder/handle in his or her mouth. The toothbrush head was new, and had been in use for two days. No symptoms developed. On 19-sep-2016 consumer follow-up e-mail: the consumer reported that he or she would return the broken toothbrush head to the company. No symptoms developed.